Manufacturer narrative:
Block h6: imdrf device code a150205 captures the reportable event of feeding tube difficult to advance. Imdrf patient code e2401 captures the reportable event of unspecified patient injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was attempted to be used during a procedure performed on (B)(6) 2025. During the procedure, it was reported that the surgeon could not get the device to slide or operate at all. The peg itself was not working properly causing the surgeon to request a new one. Additional clarification regarding the nature of the serious injury or the type of required intervention was not provided. No further information has been obtained despite good faith efforts.